Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, the device received a non-sustained right ventricular oversensing alert for post-paced t-wave oversensing. The recommended programming change was made. Oversensing was no longer detected when the patient returned for a scheduled follow-up. The patient condition is well.